Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.